Event description:
The reporter said her father who lived alone fell in his house sometime in (B)(6). She said since he was very weak and was not able to get up, he laid there until the following morning his nurse came. He was taken to the emergency room and hospitalized for four days. She also stated the ER doctor was not able to initiate his defibrillator. He was wearing a nonfunctioning defibrillator at the time, therefore, her dad was not doing well. Once his heart starts beating they transferred him to the ICU and connect him with a life support machine. He passed within 7 hours after he was transferred to the ICU. She also added her dad was having difficulty breathing and not enough energy and decreased appetite after the implant.